Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that during a tka the block of a genesis ii cutting block size 7 was damaged, preventing the sawblade to fit through the cutting slot. The procedure was completed successfully with a backup device and with no significant delays. There were no injuries reported.